Event description:
Initial result for a pt pro-bnp was 50 pg/ml. When repeated, the result was 1003 pg/ml. The incorrect result was not used to guide therapy. The field service rep found the measuring cell was bad and repaired the instrument by replacing the measuring cell.